Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. After the alarms, the customer would change out pump's supplies. The impact to the customer's blood glucose level due to these past occlusions was not known. As the supplies had been changed prior to contacting tandem technical support, a system check to determine a possible cause of the occlusions was unable to be performed.